Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the reported incident could not be conclusively determined at this time. Review of the instrument history showed the device was purchased on (B)(6) 2012, but has not been returned to olympus for service. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the device power settings increased significantly unexpectedly, and the device experienced a power surge. The intended procedure was completed with the same device. There were no pt reported. However, the device was inspected by a olympus sales representative on-site at the user facility and no issues were found. Olympus followed up to obtain additional info regarding the reported event, but with no results.